Manufacturer narrative:
Phone number: unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Evaluation of the returned samples confirmed the reported defect. The customer returned 12 tubes; 3 were empty, and 9 contained insufficient additive.

Event description:
It was reported that about 20 bd vacutainer® citrate tubes had a clotting issue. No serious injury or medical intervention.